Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported by patient that he underwent total hip arthroplasty in 2007. Post-op, he experienced pain and a sensation of slippage in his hip. His surgeon has recommended revision, which is scheduled for sometime in 2009.